Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2018, the cannulated connecting screw for suprapatellar tibial nail set was extremely difficult to remove following the implantation of the nail. A standard t-handle ball hex screwdriver and a 11mm ratchet wrench had to be used in conjunction to loosen and remove the connecting screw. The surgery was completed successfully with no reported patient consequence. Concomitant parts: t-handle ball hex screwdriver 8mm (part: 03.010.517, lot: unknown, quantity: 1), -ratchet wrench 11mm width across flats (part: 321.20, lot: unknown, quantity: 1). This report is for a cann connecting scr f/percutan instruments for nails-ex. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part # 03.010.404; synthes lot # u271184; supplier lot # u271184; release to warehouse date: 21jul2017, 09oct2017; supplier: orchid unique; no nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: the following investigation flow was performed: device interaction/functional. Visual inspection performed at customer quality (cq) revealed minor wear on the returned device, however no damage that would contribute to the reported complaint condition was observed. A functional test to replicate the reported complaint condition was unable to be performed at cq because the nail involved in the event was not returned. Furthermore, the distal threadforms that mate with implant nails showed no damage. Therefore, this complaint was not able to be confirmed or replicated at cq. The returned device was manufactured in 2017. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device drawing was reviewed during this investigation. The 03.010.404 cannulated connecting screw is a reusable instrument routinely used in the suprapatellar instrumentation for titanium cannulated tibial nails system with instructions for use in system technique guide dsus/trm/1016/1124. No product design issues or discrepancies were observed. The inside diameter at the distal tip of the returned connecting screw measured ø4.56mm at cq (gp29) which is within specification of ø4.6mm +/-0.1mm per drawing 03_010_404 revision b. The distal shaft outside diameter of the returned connecting screw measured ø8.00mm at cq (ca592) which is within specification of ø8.00mm +/-0.03mm per device drawing. The distal major thread diameter of the returned connecting screw measured ø7.95mm at cq (ca592) which is within specification of ø7.82mm -ø8.00mm per device drawing. This complaint was not able to be confirmed and no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. A root cause for the reported complaint condition was not able to be determined. It is possible that the suprapatellar approach angle coupled with patient anatomy contributed to the condition, however this could not be confirmed based on the available information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.